Manufacturer narrative:
The marker, label, ruler involved in this event is part of a surgical convenience kit assembled by roi cps, llc and is not manufacturered by roi cps, llc.

Event description:
Paper ruler in the marker, label, ruler set is not waterproof. The ruler was placed inside a trocar during the procedure and the ruler in the set left pieces inside the trocar. The pieces had to be retrieved by the clinician. The marker, label, ruler set is intended to be used externally and not internally.